Event description:
It was reported that a decrease in pacing lead impedance and an increase in threshold were observed. The pace/sense portion of the lead was capped and replaced while the shocking portion of the lead remains implanted. Patient condition was stable after the event with no adverse effects.